Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver resection, when clamping the blood vessels, the handle was squeezed and the jaws of the device would not close. A new product was used to resolve the issue. There was no patient injury.